Manufacturer narrative:
From the review of the device history records for lot p13072401a all non-conformances were addressed and were determined to have no impact on product quality and safety. There is no evidence in the manufacturing history of lot p13072401a to suggest that a manufacturing error caused the device complaint.

Event description:
Patient representative reported implantation of seri® during right mastectomy and immediate reconstruction with permanent breast implant and seri device on (B)(6) 2014. Following surgery the surgical site began to drain. The 150 ml were drained overnight. The patient fainted and fell on (B)(6) /2014. The patient was examined that day and the right breast was noted to be swollen, and the wound continued to drain 250 ml over 24 hours. The next morning it was noted there had been no output from the drain overnight and that the wound was swollen and enlarged. The doctor tried to massage the area to get the fluid to drain out. Follow-up exam on (B)(6) /2014 noted the breast was swollen, sore and red. On (B)(6) 2014, the patient presented "feeling unwell" and required hospitalization with antibiotic treatment for an infection. Ultrasound on (B)(6) 2014 showed collection of 200 ml of fluid around the implant. "Foul-smelling" fluid was aspirated the next day. The patient's physician noted "spiking temperature". On (B)(6) 2014, the wound site opened and drained. The devices were removed on (B)(6) 2014.

Manufacturer narrative:
Allergan has initiated an investigation into this late report. (B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The reported events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done. Device labeling addresses the reported event as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Patient representative reported implantation of seri® during right mastectomy and immediate reconstruction with permanent breast implant and seri device on (B)(6) 2014. Following surgery the surgical site began to drain. 150 ml were drained overnight. The patient fainted and fell on (B)(6) 2014. The patient was examined that day and the right breast was noted to be swollen, and the wound continued to drain 250 ml over 24 hours. The next morning it was noted there had been no output from the drain overnight and that the wound was swollen and enlarged. The doctor tried to massage the area to get the fluid to drain out. Follow-up exam on (B)(6) 2014 noted the breast was swollen, sore and red. On (B)(6) 2014, the patient presented "feeling unwell" and required hospitalization with antibiotic treatment for an infection. Ultrasound on (B)(6) 2014 showed collection of 200 ml of fluid around the implant. "Foul-smelling" fluid was aspirated the next day. The patient's physician noted "spiking temperature". On (B)(6) 2014, the wound site opened and drained. The devices were removed on (B)(6) 2014.